Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the bypass tube was already detached. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was opened on a clear and flat surface all the way from the arrow side to the end. There were no obstacles when opening the pouch. The device was not used and another angio-seal device was used. Hemostasis was successfully achieved by the second device. The physician had completed the training process on the device prior to this case. There was no health damage to the patient. There was no blood loss, the malfunction was discovered during pre-treatment.